Manufacturer narrative:
Follow-up #1: date of submission 12/27/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 12/11/2015 with the following findings: a review of the pump¿s black box showed ¿pump not primed" warnings with force readings that do not reach zero. During testing, the rewind, load cartridge, and prime steps were performed successfully with no alarms occurring. The pump successfully completed the 24 hour duration testing with no loss of prime occurring. The force sensor calibration was found to be within required specification. The pump was opened and no damage was found to the force sensor circuit. The loss of prime issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.